Event description:
The customer reported a cartridge alarm 20 that occurred during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in properly loading a new cartridge, enabling them to successfully resume insulin therapy. The issue was resolved without further complications.